Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (unknown concentration at "0.150 mg/ml") via an implantable infusion pump. It was reported that the patient was not receiving the pain coverage he needed from the pump. A dye study was performed and the doctor believed that the catheter had migrated out of the patient's spine. A catheter revision was performed and a new spinal portion was implanted. The issue was considered resolved. The patient's weight was provided. The patient's status at the time of the report was alive - no injury. No further complications were reported.